Event description:
Customer reported that portable monitor checked before transfer of pt - battery full. On transfer battery failed despite being fully charged. Battery not holding charge. No pt was dead or injured.

Manufacturer narrative:
We have confirmed the battery of suspected beneview t5 monitor has already used over 5 years, and the battery never replaced. The operator's manual of the monitor clearly indicated a not of "we recommend replacing lithium ion battery every 3 years," and also indicated the procedures of check, installing or replacing a battery. The monitor works properly after the battery was changed.